Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned; therefore, the reported malfunction cannot be confirmed. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not charge its internal battery. There was no harm or injury as a result of the event.